Manufacturer narrative:
Remove code a141204.

Event description:
Caller reported that a power source alert had occurred. There was no adverse impact to the customer's blood glucose level. The customer tried using different wall adapter and charging cable, but these actions did not resolve the issue. Consequently, technical support decided to replace the pump. The customer reverted to an alternate method of insulin therapy.